Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no sync message is displaying on monitor and potential water damage. The issue was found during set up of the device. There was no patient involvement.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The customer contacted olympus technical assistance support via phone. Troubleshooting was performed, the customer was further advised to press the control button, then the lit-up green remove. Tried a new 3g serial digital interface cable connector, swapped the new cable between both cv-190 out 1 and out 2, and also swapped between the lmd-2450md. Neither test resolved this issue. The customer informed olympus technical assistance support of the event. The device will be returned to olympus for evaluation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: power supply voltage intermittently fluctuating. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: internal circuits boards were badly corroded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.